Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp solution set was leaking between the drip chamber and the tubing. This was observed during patient infusion. The device was filled with an unspecified chemotherapy medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including clear passage and pressure tests were performed with no issues were noted. Priming was also performed, and no defects were observed. The assembly of the tubing into drip chamber was according to specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to e4 and g2.on october 30, 2023, medwatch reference number mw5146932 was received for this report.should additional relevant information become available, a supplemental report will be submitted.